Event description:
Patient reported that during the last two months her blood glucose levels are elevated, about 300 mg/dl. Patient stated her normal blood glucose level is 160-170 mg/dl. Patient reported using the infusion device since february and had never experienced this concern before. Patient stated she corrects the elevated blood glucose level with extra bolus, but after a few hours the value increases again and the infusion device doesn't give any error or alarm. Patient reported she spoke to her doctor who instructed her to call. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy, occlusion limits and alarm functions were tested successfully and all test results were within product specification. No malfunction of the device could be observed also gave the technical investigation no evidence that the device did cause or contribute to the condition reported by the customer. History list: nothing unusual was found in the device history that could have contributed to the condition mentioned by the customer. All by the customer programmed boluses and basal rates were successfully delivered by the pump. Furthermore, no conspicuousness or unusual fluctuations of day totals were visible in the device history. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.